Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an at procedure, it was noted that the pressure alarm occurred when attempting to flush a non-abbott device (biosense catheter) which caused procedural delays. The cool point pump was restarted, the pressure adapter cable was reseated, and the catheter exchanged, but the issue persisted. The cool point pump was exchanged and the issue was resolved. The procedure was completed without adverse patient consequences.